Event description:
Customer reported a malfunction on pump. There was no reported adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump and was instructed to continue using it, with the advice to call back if the issue recurred.